Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked normal saline (ns) during use. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, d10, h3, h4, h6(update codes), h11. H4: the lot was manufactured between november 26-27, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample, and the reported issue of leakage was not identified in the sample. Functional testing was performed and the leakage was observed inside the tubing path of the blue connector. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.